Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwh11) was returned for investigation (images 1 & 2). Visual evaluation of the as returned product identified that it was fractured around the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured. No pre-existing conditions were noted. The reported device had been placed on tooth # 19 (unknown notation system) for approximately 3 years. X-ray or picture images were not provided and no other information was provided. Appropriate documentation was reviewed. DHR review for the lot (63449347) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review for the reported lot (63449347) was performed. No similar events or complaints about nonconforming products were found. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up," h3: changed "no" to "yes."

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Date of event unknown / not provided. First name unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that the implant at tooth site #19 fractured and was removed.